Manufacturer narrative:
Technician round that the bed had some bad hydraulic valves causing the bed movement's not to work properly. Such as the hi-low and the head up movement. Could not fix in the account had to swap the bed. Repair not complete.

Event description:
Complaint rec'd indicated that the bed was not working.